Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on.  There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on.  There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and battery at the product assessment center (pac) and was able to verify the reported issue. The cause of the reported issue was determined to be depleted battery. The electronic records were downloaded for further investigation. The device logs shows that the battery shut down due to the persistent beeping from the device being in a "not ready" status. The root cause of "not ready" status and battery depletion was a service code logged in the device.